Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cracked display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings confirmed a blank display at power up with audible and vibe. Unable to test any button due blank display. Put test display in and test display works.